Event description:
It was reported by a clinical manager that the pt had presented to hemodialysis in his usual state of health. Approx 10 minutes into treatment, he began to complain of shortness of breath and began coughing. Treatment record reveals he also complained of chest pain. Oxygen 2l via nasal cannula was given along with nitroglycerin for complaint of chest pain with good effect. The pt's blood was safely returned and a new system was set up with a change in dialyzer to the f160 nr. The pt was able to continue with treatment with no further symptoms. He continues on hemodialysis with the f160 nr dialyzer with no resumption of symptoms. The sample was discarded.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical dept is in the process of reviewing pt medical records and treatment data info regarding the reported symptoms while using the device. A supplemental medwatch report will be submitted upon completion of the investigation.